Manufacturer narrative:
Product analysis: as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex pusher was returned outside the phenom 27 catheter. Damage location details: the pipeline flex embolization device was returned within introducer sheath. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker and tip coil. The distal and proximal ends of pipeline flex braid were fully opened and slightly damaged. No flash or voids molded were observed in the hub. The catheter body was found to be kinked at ~56.4cm from proximal end. The catheter tip, marker band were examined; and no damages were found. No other anomalies were observed. Testing/analysis: the total and usable lengths of phenom 27 catheter were measured to be within specifications. The pushwire pushed out from introducer sheath without any issue. The catheter was flushed with water and water exited out of the distal tip. Conclusion: based on the analysis findings, the pipeline flex was not confirmed to have failure to open at distal as the distal and proximal ends of braid were found fully opened and damaged. However, the root cause for damage could not be determined. In addition, the phenom 27 catheter was confirmed to be damaged as the catheter body was found to be kinked. The root cause for damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that there was no damage or evidence of tampering to device packaging. The pipeline had been placed in a vessel bend when it failed to open. There were additional steps or other devices attempted to open the pipeline, specifically a push catheter was used.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 227084167); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open and the microcatheter was damaged out of box. The patient was undergoing surgery for treatment of an amorphous, unruptured aneurysm of the left c6 segment with a max diameter of 8mm and a 5mm neck diameter. The landing zone was 3.9mm distally and 4.7mm proximally. It was noted the patient's vessel tortuosity was minimal. The accessed vessel was the femoral artery with a diameter of 8mm. Dapt (dual antiplatelet treatment) was administered and the pru level was iia. The angiographic result post procedure showed smooth blood flow. It was reported that when the stent was released, the front end did not open well, and the effect was not good after several pushes and pulls. So it was retrieved, and a straighter section was selected to release the stent again, and finally it was opened and pulled back to anchor. However, it was still difficult to open the middle section and there was a kink. The surgeon tried many times and also tried to raise the middle catheter to release, but the stent still could not be opened. Due to the long delay, the surgeon suspected that there was something wrong with the stent, so they chose to remove the product to report a complaint. After re-selecting the stent and placing it, this problem did not occur and the stent was released smoothly. Additional it was reported that after taking out the microcatheter, it was found that the catheter was obviously bent. There were creases even before it was used. There were no creases in the outer packaging. It should not be a problem during transportation. It was suspected that there was a problem before leaving the factory, so it was complained. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). There were no patient symptoms or complications associated with this event.